Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The reported allegations, including error code 48 (sis fiber not detected), audible noise, and burning smell, were confirmed during the evaluation. After the field service engineer performed the sis antenna replacement, it was resolved, and the unit was within specification. Functional verification was performed by inserting and removing multiple test cables, and the fiber was tested in user mode with satisfactory performance. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device displayed error code 48 (sis-fiber is not a lumenis fiber (or no sis detected)). A second fiber was also not recognized. Additionally, the laser emitted an unusual sound, and a burning smell was detected. No further details were provided.

Event description:
It was reported that the device displayed error code 48 (sis-fiber is not a lumenis fiber (or no sis detected)). A second fiber was also not recognized. Additionally, the laser emitted an unusual sound, and a burning smell was detected. No further details were provided.